Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received 2 scs leads with the same lot number. It was reported after the permanent procedure, the patient began experiencing pain in her lower legs and feet. Follow-up identified the pain in the patient's lower legs has resolved.